Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal system 3.8 mm failed to create a seal at the aortic anastomosis site, the device was too close to the antegrade needle. A replacement device was used to complete the procedure. There was minimal blood loss and the pt did not require a blood transfusion.